Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patient stated that upon removal the sensor wire was sitting on the plastic portion of the sensor pod. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).